Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 102 mg/dl at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump alarmed motor error during basic occlusion test due to loose/flush drive support disk. We were unable to perform the unexpected error test, unable to verify prime alarms or perform prime test due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump passed self-test and off no power test. The insulin pump received with minor scratched lcd window, cracked case at the display window corners, missing end cap sticker and cracked reservoir tube lip.